Manufacturer narrative:
UDI: unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a perforator failed to disengage and became imbedded in the skull bone slap. The staff surgeon had to cut the bone flap once out to the patient to remove the stuck perforator.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: the device was received for evaluation. The perforator was visually inspected. The perforator was soiled, and the label was illegible. The perforator was then functionally tested. A series of holes with drilled without issues. The device performed as intended. No lot number information has been provided; therefore, manufacturing records could not be reviewed. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.